Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured in vertical separation. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good after the procedure. It was further reported that the balloon ruptured on the fifth inflation at 18 atmospheres.

Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured in vertical separation. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good after the procedure.